Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 6.0 inr. Patient's coumadin was held for several days and then the dosage was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.